Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the cutting edge had broke off. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined.

Event description:
It was reported that during an anterior cruciate ligament surgery the tip of the device broke off during femoral drilling. The broken pieces were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.